Manufacturer narrative:
After further review correction made: removed difficult/unable to insert through other device and replaced it with medical device problem code deformation due to compressive stress. The introducer was kinked but the introducer is not inserted into another device. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Updated information: d4 UDI number added. D9 device return date. H4 device MFR date added.

Event description:
An impella cp was being placed via the femoral artery to support the 80 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient's access at the femoral artery was complicated by peripheral arterial disease. The team tried to place the long 14fr introducer sheath but, to do so they had to first perform angioplasty with lithotripsy. After the vessel was treated they delivered the long 14fr sheath and it kinked, but still allowed for the pump to be delivered for support. The patient was hypertensive and the pump alarmed with suction. They assessed the pump position and attempted to troubleshoot and move it away from the mitral valve apparatus and papillary muscle. The pump could not be repositioned, and remained in the position due to complicated delivery to the left ventricle and physician preference. The team retained the 14fr in the artery due to concerns of bleeding at the calcified vasculature. The team placed a reperfusion sheath and pump remained on for support for approximately 1 day til removed. The patient was then placed on an intra-aortic balloon pump for continued support. Severe arterial disease is listed as a contraindication within the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.